Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges were not detected during the load sequence. There was no reported impact to the customer's blood glucose level. Although requested, customer declined a follow-up from tandem technical support.